Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The lot number f28, manufactured in 2008, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first problem notified on this specific device lot. Technical investigation: the returned device, received on (B)(4) 2012, is currently under technical investigation. Clinical eval: the info available on the case were sent to our medical evaluator. Please find below an extract of the clinical eval. The failure of the proximal targeting during this veronail insertion was allegedly due to the handle "opening up". This means that it had been disassembled or come apart in some way. The operation was completed with a competitor nail, which is another device designed to treat this fracture. The fracture was a 3 part fracture with separation of the lesser trochanter, and the operation is satisfactory. These trochanteric fracture fixations should normally take less than one hour, so 2.5 hours is a clinically significant increase in operating time. As soon as the results of the technical investigation, currently ongoing, will become available, orthofix (B)(4) will finalize the investigation and provide you with the follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The event description provided by the distributor indicated: during surgery for femur fracture treatment using a veronail, the second cephalic screw did not fit the nail. From a verification, it was noted that the veronail handle was distally opened and therefore the reference points were lost. The surgery was concluded using a competitor nail. No adverse effects for the pt. The event led to a clinically relevant increase in the duration of the surgical procedure. No extra-anaesthesia but the total time of the surgery (2,5 hours) caused the cancellation of the subsequent scheduled operation. The pt is currently in good health condition. (B)(4).